Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux user was not able to send a request on rxverify. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux user was not able to send a request on rxverify. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Mms-disp MDR supplemental1 (device evaluation). Upon investigation of the actual device used in this incident, it was determined that the user was unable to send a request on rx verify. The technical support specialist (tss) restarted the application sync to resolve the issue and verified that the user was able to send the request. The system functioned as intended after the technical support specialist resolved the issue.